Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rota device. During testing, the returned rotawire was able to be removed and reinserted with no resistance or issues. Product analysis could not confirm the reported event, as the returned rotawire was able to be fully inserted and removed with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the burr got stuck on the wire. A 1.75mm rotapro and a rotawire drive were selected for use. During removal, it was noted that the burr was stuck on the wire. The stuck device was not released and the burr was removed from the body along with the wire and the procedure was restarted. No patient complications were reported.

Event description:
It was reported that the burr got stuck on the wire. A 1.75mm rotapro and a rotawire drive were selected for use. During removal, it was noted that the burr was stuck on the wire. The stuck device was not released and the burr was removed from the body along with the wire and the procedure was restarted. No patient complications were reported.